Event description:
Patient was implanted with tibial nail on (B)(6) 2012. It was discovered on an unknown date the patient had a nonunion. Patient returned to or on (B)(6) 2013 for removal of im nail, nail exchange, and bone graft due to non-union. This is 1 of 8 reports for this event..

Manufacturer narrative:
Device used for treatment and not diagnosis. The device history records were reviewed and there were no nonconformities or complaint related issues with this lot. The investigation could not be completed; no conclusion could be drawn, as no product was received.